Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had poor communication using their patient programmer and could not get their recharger to communicate with their implantable neurostimulator (ins). They first noticed these communication issues in (B)(6) 2015. The patient did not remember the last time they recharged but it was noted to have been longer than 3 months prior to the report. The patient was experiencing pain due to these issues. The patient was indicated for non-malignant pain and complex regional pain syndrome type I. The patient was asked what steps were taking to resolve their pain and inability to communicate with their device and the patient noted that they raised the amount of morphine they were taking and they did a lot of praying. Additional information was received from the patient on (B)(6) 2017. The patient reported that the battery wouldn¿t stay charged and she had to charge it every day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know what the cause or the circumstances were. No steps were taken by the doctor after the patient told them about the issue. Patient's weight at time of event was (B)(6)lbs. Patient also stated that she forgets a lot therefore she could not provide the exact dates. Patient currently had no upcoming appointments with the doctors. No further complications were reported/anticipated.